Manufacturer narrative:
Catheter: model: 8711, serial# (B)(4), implanted: unk explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found a pump/motor/gear train anomaly: corrosion.

Event description:
It was reported that an "abnormal infusion rate/ medicinal leak" of 18 ml was sustained during refilling on (B)(6) 2012. The medical team inferred the possibility of a pump failure or catheter kinking. No spasmodic deterioration and other symptoms were observed at the time. Per the attending physician since there was currently no deterioration in symptoms, rotor testing was to be performed on (B)(6) 2012. The objective then was to confirm that the issue is not one of catheter kinking. Replacement not only of the pump but possibly also of the catheter was to be considered thereafter. Re-implantation was scheduled for (B)(6) 2012. On (B)(6) 2012 a rotor testing was done wherein the "fluid suction could not be actuated and potential catheter issues also arose". The medical team was unable to perform either the catheter contrast examination or the rotor testing due to the "defective suction issue". It was later stated that collecting drug from catheter access port was tried but failed and therefore, "occlusion of catheter was also detected". The medical team then determined to analyze the rotor under x-ray imaging the following day i.e. (B)(6) 2012 to assess whether rotation proved possible under natural conditions of rotor function. The condition of the patient reportedly remained stable; there was no change to the patient's state, however, it was added that the patient continued to complain of numbness and pain. Gabalon (200mcg/day) dose adjustments were noted for spasm control on (B)(6) 2011 (changed to 150mcg), (B)(6) 2011 (changed to 170mcg), (B)(6) 2012 (changed to 200mcg) and (B)(6) 2012 changed to 220mcg). It was later that the physician performed replacement operation and at first catheter was investigated, and its patency was confirmed good, so only pump was replaced. It was also added that no patient symptoms such as withdrawal appeared and no health hazards were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): "no patient symptoms such as withdrawal has been appeared to the patient, no health hazard is reported". "No spasmodic deterioration and other symptoms have been observed so far with the patient". "No patient complications including spasticity exacerbation".